Event description:
It was reported that the pump touchscreen had circles with missing pixels impacting the customer's ability to read the pump display. There was no reported adverse impact to the customer's blood glucose level as reported. The customer continued to use the pump for insulin therapy.